Event description:
The user facility reported that the front end of their 66" evolution transfer carriage tipped forward and fell to the floor while loading the sterilizer. No report of injury.

Manufacturer narrative:
A steris service technician inspected the 66" evolution transfer carriage and found that the locking mechanism was bent. As the locking mechanism was bent, the transfer carriage did not align properly to the sterilizer subsequently causing the reported event to occur. The technician replaced the locking mechanism, tested the unit, and confirmed it to be operational. The transfer carriage was returned to service and no additional issues have been reported.